Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. The sample failed the pressure testing at 8psi as a leak was observed between the burette and the cap. Visual inspection identified there was insufficient solvent residue between the burette and the cap. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Event description:
The customer reported to baxter (B)(4) leakage around the drip chamber of a 4 lead tur irrigation set before patient use. The actual sample is available. There was no patient involvement, injury or medical intervention. No additional information is available.